Event description:
It was reported via legal documentation that a patient was initially implanted with a right total knee arthroplasty (B)(6) 2017 and then approximately 5 years 6 months, later was surgically revision on (B)(6) 2023. Revision operative report of (B)(6) 2023, postoperative diagnosis: failed right total knee polyethylene and femoral component due to premature polyethylene wear and osteolysis due to poly recall. Patient revised to exactech devices. The patient was transferred to recovery in stable condition, there were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. There is no other information provided.

Manufacturer narrative:
H10. D10. Concomitants: 4996482, 02-012-60-1612 - tru stem ext 16mm x 120mm 5107754, 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 4896527, 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t 4954181, 200-02-38 - three peg patella 38mm 5022852, 204-70-00 - tibial stem ext. Screw pending investigation. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.